Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported balloon rupture appears to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a moderately calcified, moderately tortuous, right coronary artery that is 99% stenosed. The 4.5x08mm nc traveler balloon dilatation catheter (bdc) ruptured during the first inflation at 14 atmospheres for ten seconds. A non-abbott balloon was used to continue the procedure and stenting was done with a non-abbott stent. There was no adverse patient effects and no clinically significant delay. No additional information was provided.